Event description:
I received a medtronic infusion system model #8627l18 implant in 2003 for acute chronic back pain as a result of a degenerative disc disorder. I am a recovering alcoholic and drug addict and have been clean and sober since 2003. This is one of the reasons my doctor suggested, and why I opted to use the pump. The first pump -model 8627l18 - ran without any major incident for 6 years. After 6 years, the pump had to be replaced due to life of battery. I decided to replace with newer synchromed ii 8637-40 in 2009. I chose the larger model because it would limit my re-fill visits and save me money. At no point, did anyone either from my managing pain clinic, dr nor from medtronic - rep bring to my attention that the FDA had issued a recall for both the pump I had previously used, nor the newer one I was to receive. Prior to the operation, no one from either place sat down with me to review the new brochure, which is very different from the original brochure I was given with my first implant. The only contact I had with the medtronic rep was during pre-op, when she showed me what the pump would look like. I am on disability due to failed low back surgery syndrome. The pump allows me to teach guitar lessons on the side to augment my income. If I did not have the pump, I would have to quit teaching. I have a small life and do the same thing every week. I have only left town once since my last back operation and that was a couple of years ago. There is nothing different going on in my life now than was happening when I had the first implant. The new pump's motor began to stall five months later. I was unable to sleep. By the following day, the pump's motor had stalled completely and I began to feel the pain, then I knew it was the pump. This was about 8pm in the evening, too late to call the doctor. The pump's beeping was so difficult to hear but eventually I did. I was unable to sleep again wednesday evening due to the withdrawal. The following morning, I went into the pain clinic and saw the nurse. She confirmed what I have written, that the pump's motor had been stalling and starting with longer stall intervals since event date. They said they would call the doctor who implanted to find out when they could replace and asked me if, in the meantime, I would like to go on oral dilaudid. As a recovering addict, I had to refuse. So I went home. That night, I became horribly ill with withdrawals and again could not sleep. The next day, my sister drove me to the pain clinic- I could barely stand up. Np suggested fentanyl patches for withdrawal and pain, and sleeping medication -ambient 10 mg- to help me sleep. I phone my medtronic rep on the way home from the hospital. She tells me that this has never happened before to any medtronic pt. I am the first. That is a direct quote from her. Then she asks me if a cell phone tower was recently installed in my vicinity? I was sobbing and praying and having horrible thoughts- I thought about killing myself at one point, then, I considered cutting the pump out myself- I was tired and scared and alone. I had not slept. The withdrawal and pain was getting worse, and they still have no idea when doctor can operate. They tell me, the doctor who did my procedure, dr is out of town and will not be back till another week-. It's already been 8 days. That evening, at 1:30 am in the morning, I'm bug-eyed, heart pounding, all alone, so I drive myself to the emergency room complaining of chest pains and racing heart beat. They do a complete heart analysis and everything turns out fine. Again, the doctor offers me oral narcotics. I so badly want to say yes, but I'm hopeful that pain mgmt will find a substitute doctor to perform procedure within the next day, or two, so again I decline. So, the doctor prescribes a catapress clonidine patch and oral clonidine for the withdrawal affects, and attavan to relieve my anxiety, so I can sleep. I am told by the medtronic rep that my original doctor will be able to do surgery for sure. Okay, I think I can hold on. Then, I speak the nurse of pain mgmt and she tells me that the doctor will return and can meet with me in his office the following day. It's now 15 days later and they still have not set surgery date and I don't know what to do. Dose or amount: 3.439 mg dilaudid, frequency: day, route: it. Dates of use: 2003 - 2009. Diagnosis or reason for use: acute chronic back pain.